Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used due to placement difficulty. The lead had perforated the patient¿s heart causing tamponade and pericardial effusion. The lead was removed. The patient required pericardiocentesis to remove the pericardial effusion. The patient¿s blood pressure and vitals stabilized after pericardiocentesis was complete. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.